Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: video function did not work properly due to scope socket. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light source had b30 error and there was a cracked tab in the socket. They reported the error had been going on for a month. They had cleaned the gold connectors. It was unknown when the event occurred. There were no reports of patient harm.

Manufacturer narrative:
Troubleshooting steps were taken with the customer. The reporter was asked if the staff had been turning off the tower before trying a new scope, and it was reported that they were hot swapping. The reporter was advised to turn the tower off after every procedure, otherwise the error would stay present. The reporter requested an email for troubleshooting steps for the error and information on the socket cleaning kit. The device was returned to olympus for evaluation and the evaluation found b30 error due to poor contact of the scope connector, scope detection did not work, and the front panel of the device was blinking. Additionally, there was a faulty scope socket due to the output connector being worn and a crack in the tab of the socket. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.